Event description:
It was reported to philips that the system gave an alert indicating a button was active during startup, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.